Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. Eval confirmed unit received inoperable due to reported symptom of "system error 105" caused by a failed motor (flex). The failed motor assembly was replaced.

Event description:
It was reported that a device experienced error code 105. It was also reported that there was no pt injury.